Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not scanning. The field service engineer replaced the usb cable to resolve the issue and used user logon to remove ghost pocket e250. The system functioned as intended after the field service engineer repaired the device. (B)(6).

Event description:
It was reported when using then bd pyxis¿ medstation¿ es, hardware was failed. The customer reported that the malfunction occurred while the user trying to issue medication to a patient. There were no adverse events or injuries reported based on this incident.